Event description:
The manufacturer received information alleging a ventilator's pressure was low. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.